Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device displayed a "check pads" message while using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device. The customer's report was not replicated or confirmed. The device was put through extensive testing using a simulator without duplicating the report. The device data logs were not available for review as part of this investigation. The customer provided a print out from the event which shows the customer's report. However, without the electrode lot number, a retained sample test cannot be performed. The device was recertified. It's important to note that our review of field data for the last 2 years identified this report as an isolated event. Based on the information available, the cause of the report could not be confirmed. Analysis of reports of this type has not identified an increase in trend.